Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stenosis). Evaluation conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Event description:
During the index procedure, the physician used one amphirion deep pta balloon catheter to treat a lesion located in the popliteal of the left leg. The device was successful. It is reported that the patient suffered from stenosis of the target lesion (left popliteal), and occlusion of the left tibioperoneal trunk approximately 13 months post index procedure. The target lesion was treated with a non-mdt pta balloon catheter one day later. The investigator has assessed that the event was not related to the study device or procedure. The event was resolved.